Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor; unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. The insulin pump was received with normal operating currents and passed a21 error test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.